Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the pump alarmed cassette not attached properly. There was unknown, patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair with complaint that the pump alarmed cassette not attached properly. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported issue was confirmed in event history log (ehl). Visual/functional testing was performed. The reported problem was confirmed upon attaching 50 ml cassette. The cause was fluid ingression found on downstream occlusion (dso) sensor assembly. Replaced dso sensor assembly to resolve reported issue. The device passed all functional tests.